Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving hydromorphone (20 mg/ml at 4 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the pump event logs showed safe state and reset occurred on (B)(6) 2017 at 01:33 and now eri (elective replacement indicator) was less than a month, reservoir empty, everything zeroed out, and the pump was at minimum rate. The last pump refill was (B)(6) 2017 and at that time eri was 67 months. The reporter did not know if the audible pump alarm was heard. No further patient complications have been reported as a result of this event.